Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection of the needle noted that then tip was bent and there witness marks on the cone of the needle. The subject needle was loaded onto a pmv instrument (number 0012). The needle was found to function properly when applied through layers of test media. The needle was loaded, unloaded , and toggled without difficulty. A secondary condition of bent needle was noted. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap paraesophageal hernia, one needle fell out while loading device and a second needle fell out while passing through thin tissue. A needle fell into the patient cavity but it was not left in the patient. The needle was removed by a grasper. The patient is fine. A new device reload was used but sent to me not directly to customer